Manufacturer narrative:
The instructions for use for the ijs-e system states the following: "improper placement, positioning, alignment or fixation of the ijs-e construct may result in unusual stress conditions which may lead to subsequent reduction in the service life of the components, construct failure, postoperative complications or ineffective treatment." "The device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing." Although this cannot be confirmed at this time as this is the first known failure of its kind and the device was not available for return, the patient's weight may have stressed the construct to the point of failure after eight weeks of use.

Event description:
An implanted double ijs-e (internal joint stabilizer - elbow) broke at the base of the medial boom arm eight weeks following intial implantation, requiring revision surgery.